Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. At the beginning of the procedure, it was difficult to attach the hand piece to the motor drive unit. Once attached to the unit, the procedure started. Halfway through the procedure the hand piece stopped working. The procedure was completed with no adverse patient consequences.